Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted in the lad. On the day of the index procedure, it was reported that a side branch occlusion occurred during the implantation of the first endeavor sprint stent. Approximately 20 months post index procedure the patient expired. The cause of death was cancer. Investigator has assessed that the event was not related to the device.

Event description:
It is reported that the patient suffered a mi approximately 20 months post index procedure.

Manufacturer narrative:
(B)(4).

Event description:
The cause of the previously reported dissection was reported to be a non medtronic device, however the ivestigator also indicated a possible relationship between the event and the study device. The event was resolved.

Event description:
A dissection occurred on the day of the index procedure during the implantation of the first endeavor sprint stent in the lad ((B)(4)). It was not assessed if the event was related to the study device.

Manufacturer narrative:
Results: occlusion. Conclusions: occlusion. (B)(4).

Manufacturer narrative:
(B)(4).